Event description:
The international customer reported the ventilator would not power on. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer confirmed the customer reported problem. The service engineer replaced the power supply to address the reported problem.